Manufacturer narrative:
The returned device was evaluated and the device was found to function as intended with no evidence of any damage or manufacturing deficiencies that would lead to insufficient insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 679 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient administered insulin. Once at the hospital the pod was removed and the patient was given insulin. The patient was released from the hospital the following day.